Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing glue around pink rubber and missing adhesive from both sides of the forceps and light guide cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.